Manufacturer narrative:
(B)(4). Service engineer reported that was found the oxygen quick connect not making contact with the oxygen source. Reconnected and problem was solved. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 vent had â¿¿no oxygenâ¿&#65533; alarm when was connected to the o2 source. The ventilator was not in use on a patient at the time the malfunction occurred.